Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple occlusion alarms with an ilet system using a contact detach infusion set, followed by elevated blood glucose with a reported value of 270 mg/dl that improved only after a supply change and time for announced carbohydrates and insulin to take effect. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included resolution of alarms and downward glucose trend after infusion set and cartridge replacement without medica intervention. Investigation included troubleshooting with the user, review of use conditions, and confirmation of correct replacement of supplies. Investigation of this case revealed an insulin delivery occlusion consistent with line or site obstruction, which resolved after supply change with no device malfunction observed or reproducible on call. It was concluded, based on previously established findings for similar reports, that the cause was a transient occlusion related to the infusion set or fluid path.